Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. We have contacted the initial reporter to request additional info. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007 - the pt was implanted with a bard/davol flat mesh during a sacrocolpopexy, posterior repair procedure, for the treatment of pelvic prolapse. On (B)(6) 2010 - the pt was implanted with a non-bard/non-davol mesh, during a rectocele and enterocele repair procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.